Manufacturer narrative:
(B)(4). Concomitant medical products:¿ 51-104160 taperloc stem 7011414. 010000665 shell 7001751. The product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-20220-2579.

Event description:
It was reported that patient underwent a right hip revision approximately 1 year post implantation. Subsequently, the patient experienced a dislocation approximately 20 days later and had a closed reduction in the emergency room. The patient reports problems walking and was bending when dislocation occurred. No revision surgery has been reported at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code: head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. The patient has a history of dislocations, with a prior revision surgery. The patient was bending and felt a pop, which was a dislocation 2 weeks post revision, on (B)(6) 2022. The hip was reduced with a closed reduction. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.